Event description:
It was reported that a dissection occurred with this catheter while performing an angiography at the ostium of coronary sinus. The patient experienced tamponade with the contrast product and a drop in blood pressure as a result. It was noted that there was not enough fluid to drain. The patient was monitored and was stable at the end of the procedure. The catheter will not be returned for analysis. No additional adverse patient effects were reported.